Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v475868, implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead. Product ID: 3389s-40, lot# v475868, implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension; product ID: 3389s-40, serial/lot #: (B)(4), ubd: 10-feb-2013, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 10-feb-2013, UDI#: (B)(4); product ID: 37085-60, serial/lot #: (B)(4), ubd: 19-feb-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. It was reported during a battery replacement procedure due to normal battery depletion, the healthcare professional (hcp) noticed the ins pocket site was swollen. Once the ins pocket was opened, the hcp was able to see that it was an infection at the ins pocket/lead/stimloc site. The infection was not confirmed. The patient underwent a total system explant. It was unknown if the patient was prescribed antibiotics following surgery on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative stating the infection was not resolved.